Manufacturer narrative:
The device performed as intended. The controller was analyzed, and no issue was found. This event is being reported out of an abundance of caution due to the potential for effects of the prior ablation performed with the c2 cryoballoon device in (B)(6) 2016.

Event description:
On (B)(6) 2016 a physician reported a traversable stricture in a patient follow-up. The patient reported dysphagia and weight loss of 4 lbs. The patient received one prior cryoballoon treatment on (B)(6) 2016. The physician did not determine if the stricture was caused by prior gerd or ee (gastroesophageal reflux disease and eosinophilic esophagitis) or possibly due to previous cryoablation treatment. The stricture was dilated, and the patient received one 10-second ablation using the c2 cryoballoon in an area approximately 5 cm from the dilation site. The procedure was completed without incident.